Event description:
Additional information was received that the physician alleges lead damage to be the cause of loss of capture but was unable to be confirmed. Inappropriate automatic mode switch was not observed on the right ventricular (rv) lead.

Event description:
It was reported that there was loss of capture (loc) and inappropriate automatic mode switch (ams) observed on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was stable with no consequences.